Manufacturer narrative:
The manufacturing history was reviewed and no non-conformances were identified. The implants were not returned for evaluation and no x-rays, scans, pictures, or physician's reports were provided. Based on the information provided there was no malfunction of the implants, the incorrect size implants were selected for this patient. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report two of four for the same event, reference reports 0001032347-2017-00262 through 0001032347-2017-00265.

Event description:
It was reported a revision took place not because of implant failure but because the implant was undersized for the patient. A larger implant was used in the revision surgery.